Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30176 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was determined that the heater line was disconnected from the heater bag which resulted in a solution leak. Renal therapy services (rts) reviewed proper procedures with the caregiver (cg) and advised to end the therapy session and restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.